Manufacturer narrative:
Additional information was received indicating the broken piece could not be retrieved and was incorporated into the filling. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. Returned waveone gold smal file 25mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review (batch #1496901). We notice that the abs rings are absent from the handle. This device, intended to expand if we try to sterilize the files, has been intentionally removed by the customer. We moreover note many large cuts in the brass handles in the groove where the abs rings were. These marks have been left by a tool. Root cause is improper service/use/maint. We suspect misuses from the customer (reuse or multiple reuses of single use devices).

Event description:
In this event it was reported that a waveone gold small broke during first use. The broken piece could not be retrieved. The patient has been referred to a specialist.